Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube lip o-ring, and minor scratches on the display window, as noted by analysis. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported that the insulin pump was damaged around the reservoir compartment. Customer stated there was a broken piece where the reservoir goes in. The customer¿s blood glucose level was not provided at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.